Event description:
The customer reported to olympus that the hf unit "esg-400" had an e433 error. The event occurred during preparation for use in a diagnostic procedure. The procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The error message e433 occurs when the rms value of the output signal set for testing falls below the intended limit of 130v when the device is started, which normally suggests a low-impedance diode chain. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Possible causes for the e433 error message to occur include: interference of the esg-400 by interspersed electromagnetic interference fields (temporary fault). The user presses the footswitch during device startup (temporary error caused by user action). Defective foot switch due to short circuit in the plug (temporary error). This case was handled by the CAPA-147p-017, implemented on 30.03.2015. Defective footswitch due to defective reed contact (temporary fault). Defective cable connection between hvps board and generator board (temporary or permanent fault). Defective cable connection for the output signal between generator board and relay board (temporary or permanent fault). Defective transformer tr1 on the generator board (permanent fault). Defective current transformer on the generator board (permanent fault). Defective impedance converter on the generator board (permanent error). Defective peak rectifier on the generator board (permanent fault). Missing control for the power amplifier of the generator board (permanent error). Too low output voltage due to poorly switching rf power amplifier on the generator board (permanent error). No or too low supply voltage from the hvps board (permanent fault). Defective hvps board due to short circuit of mos transistors (permanent fault). In such cases, popping noises or lightning can sometimes be observed or noticed by the user. The cause here could be a defective transformer tr5 on the motherboard, which mistakenly switches the hvps to 110 volt operation at a mains voltage of 230v. Defective motherboard due to ntc1 resistor short circuit (permanent fault). Defectes motherboard durch defecten adc (permanenter fehler). Defective tvs diodes on the relay board (permanent error). Olympus will continue to monitor field performance for this device.